Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that during a routine device interrogation, discoloration of the skin at the implant site of the subcutaneous implantable cardioverter defibrillator (s-ICD) was noted. Necrosis of s-ICD body pocket and necrosis of the were confirmed. The following day, the s-ICD and electrode were explanted. During the explant procedure debridement of the necrotic part was performed. It was noted that the patient's previous transvenous implantable cardioverter defibrillator (ICD) system from another manufacturer had been explanted due to concerns over infection or compression necrosis. It is thought that the patient's keloid condition is a contributing factor in the continual infection outcome.